Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Prior revision surgery: (B)(6) 2016. Non-revision of right shoulder components due to dislocation of hrp in sleep. The case report form indicates this event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Engineering evaluation noted that the dislocation occurred while the patient was sleeping. Dislocation is addressed in the product labeling under device specific risks.

Event description:
Index surgery: (B)(6) 2015. Prior revision surgery: (B)(6) 2016. Non-revision of right shoulder components due to dislocation of hrp in sleep. This event report was received through clinical data collection activities.